Event description:
The customer reported the system would not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired some broken connector pins temporarily, and placed a new connector on order. The system was operating, but no conclusion can be drawn as final repair information is not available.